Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx490t) was implanted during a procedure. According to the complainant, the shunt had adjustment difficulties. The patient underwent a revision procedure. The product will be sent to the manufacturer for analysis. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that wählen sie ein element aus. Internal inspection after dismantling of the valve, deposits were found. Result based on the results of the investigation, we can determine visible deposits in the pediatric burrhole reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Futhermore, a non-adjustability and an accelerated outflow of the progav 2.0 were detected. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The product was sent to the manufacturer and the investigation has been completed.